Event description:
A report was received from a user facility in france stating: "corneal burn at the incision site requiring the use of three sutures for water tightness of the wound. A defect in the aspiration occurred at the start of the phacoemulsification although calibration was correct. An attempt was done with strong aspiration in a bss cup. The defect was solved by exchanging the tubing and the cassette."

Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.